Manufacturer narrative:
This pt was randomized to the registry for one-vessels disease. The indication for the index procedure was unstable angina pectoris, positive ECG stress test and resting ECG changes. A staged procedure was not planned. Pre and post procedure cardiac enzymes were normal. The target lesion was at the proximal left anterior descending (lad) to mid lad. The reference vessel diameter was 3.0mm. Lesion length was 20mm. Pre-procedure diameter stenosis was 99% and post procedure was 10%. Timi flow pre and post procedure was iii, respectively. The lesion was denovo and classified as type b2. Predilation was performed using a 2.74 x 20mm balloon at 8 atms. A cypher was deployed at 16 atms with satisfactory results. Post dilatation was not performed. Ivus was not used. The pt was discharged on 81 mg aspirin, 75 mg clopidogrel, statins, and beta-blockers. During the one-month follow-up, the pt reported silent ischemia. An ECG was performed however the results were not available. During the six-month follow-up, the pt reported angina pectoris and brady-arrhythmias. She was implanted with a permanent atrial pacemaker and also noticed a left main stem stenosis of 60%, which was not seen at the time of the index procedure. Therefore a decision was made to stent the left main on the same day. The pt was warned that she may bleed, but fortunately she was absolutely fine. Plavix and ecotrin were to be continued. This event was reported as unrelated to the index procedure and device. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.

Event description:
This report is from the study. Approximately six months post cypher stent implant, the pt experienced angina pectoris. A coronary angiogram was performed. There was no evidence of myocardial infarction. At the target lesion timi flow was iii. There was no peri-stent restenosis or aneurysm formation. However the diameter stenosis at the target lesion was 60%. Add'l treatment to the target lesion was not performed.